Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope was bent during the procedure. A backup device was available to complete the procedure without a reported delay. No patient impact was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was bent. A visual inspection was performed and showed the outer tube is bent. No further investigation is required. (B)(4).